Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) was giving an intermittent autofill failure alarms.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) was giving an intermittent autofill failure alarms.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11. Corrected data: b5.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse suspect purge assembly, front end pcb, drive transducer and need to check the unit with working spares. The fse replaced purge assembly and the fault was rectified. The machine was kept under observation for next 2 days and after observation time, again problem repeated. The fse checked the unit with new front end pcb and drive transducer, still problem persisting. The fse also found intermittently pneumatic performance test is failed so the fse suspect drive assembly and solenoid driver pcb need to check the unit with working spares. The fse replaced the drive manifold and fault rectified, unit kept under observation for next 2 days. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) was giving an intermittent autofill failure alarms. There was no patient involved.